Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was referred for vns replacement due to left neck pain, that was suspected as due to migration of the vns and a mass on the left side of the neck. The physician felt that the vns generator was slipping down and tension could be placed on the vns tie-downs and the patient's muscle, which could be causing the pain. A CT scan revealed no soft tissue mass nor fluid collection and everything appeared intact and normal. The impression from the CT results was that the palpable abnormality was likely related to the vns lead. The patient underwent vns repositioning surgery with no replacements instead. The surgeon repositioned the strain relief bend and loop for the lead and repositioned the generator. Diagnostics were reported as within normal limits. It was reported that the patient had weight loss surgery and lost a significant amount of weight and that the vns was pulling due to the weight loss. The patient settings were not adjusted. No additional relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns generator replacement surgery due to generator migration as it was bothering the patient. Follow up with the surgeon's office revealed that the surgical interventions were for the patient's comfort. Clinic notes were received by the manufacturer and indicated that the leads were "scarred in her neck and causing significant tension on the neck muscles." It was noted that the generator pocket was very low on the patient's chest, more on top of the patient's breast, and created tension to the area when the patient was moving or standing, continuing to cause pain. It was noted that the generator pocket was not severe at first and the pocket was not revised. However, following the repositioning surgery, the neck pain resolved and the pain from the generator pocket was worse. The physician believed that this was due to tension due to the patient's breasts. A lidocaine patch was prescribed to the patient, but if the pain does not improve with the patch, repositioning surgery was to be performed. The patient underwent prophylactic vns generator replacement surgery. During attempts at product return, it was revealed that the explanted generator was discarded by the facility.